Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels around 400 mg/dl. The customer reported that she did not have a pancreas. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.